Event description:
Unomedical reference number (B)(4). Event occurred in united states it was reported that patient faced three infusion set fell off during use events on 21-apr-2024 and two other prior dates (exact date unknown). The set was in use for 4 hours and the blood glucose level at the time of event was 132 mg/dl. Patient resolved the event by changing soft cannula infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). MDR (B)(4).patient city: (B)(6).